Event description:
Tech alleged that the head of the bed is not going up or down. The head of the bed is in the down position. No alleged injuries.

Manufacturer narrative:
The tech replaced the head up and down valve solenoids to resolve the issue.